Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezc0846 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that during the procedure of placing, after puncture of the right basilic vein, the guide has been passed without problem. However the user allegedly had difficulties to remove the guide wire because it gets node finally the doctor removed the guide successfully. The time of procedure has reportedly been increased. 8/10/15.- as per additional information received on 7/28/15 the guidewire was knotted and it was removed without injury to the patient.